Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 1.69 mg/day via an implanted pump for chronic pain. It was reported that the catheter was partially explanted. It was further reported that the resident cut a portion of the pump segment upon incision during a pump replacement procedure. The customer discarded. The catheter was cut; a new pump segment was given and reattached. The drug was taken out of the existing pump, so no back table prime was done and unable to bolus. The rep offered to back table prime after the drug was placed and the catheter reattached. The physician did not want to. They were made aware that the patient would have medication for approximately 66hr, then 88 without, before the normal delivery would begin again. Actions/interventions included offered back table prime, option to replace full catheter, and called tech support for exact time without drug. The managing physician would provide oral support. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted:(B)(6)2019 explanted: (B)(6)2025- product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: (B)(6)2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.